Event description:
Sternal saw appeared to work properly following assembly by scrub nurse. When saw was being used by surgeon, the surgeon cut into ventricle when saw blade slipped beyond blade guard. The ventricle was repaired. The patient experienced a period of hypotension and hypovolemia that required prompt resuscitation, and then the patient was placed immediately on cardiopulmonary bypass.